Event description:
It was reported that the patient had been sedated with a general anesthesia in preparation for a photoselective vaporization of the prostate procedure. During the procedure, the laser was acting up. The display screen stated that the fiber was not recognized. The patient was woken up and the procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.